Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product i.d 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as intractable spasticity and other spasticity. It was reported that the patient's pump and catheter were explanted on an unknown date. It was noted that the patient had surgery on (B)(6) 2016 to implant deep brain stimulator. There were no devices present in the patient. The physician believed all previous devices were removed due to an infection. The date, hospital location, surgeon, and details related to the devices that were explanted were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.